Event description:
Subsequent to the initial medwatch report, additional information received indicates the device was used in the right common femoral artery after a percutaneous coronary interventional procedure.

Event description:
It was reported that arteriotomy closure of the right femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, when the plunger was pulled back no sutures were observed at the anterior needle. Manual arterial compression was applied to achieve hemostasis. There were no patient effects caused by the device. The physician is reported in-training in the use of the proglide device. There was no report of clinically significant delay in the procedure caused by the device. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. A link detachment from the posterior cuff was detected, which does not confirm the report of no suture observed at the anterior needle. However, the device findings result in loss of suture delivery, which has the same effect than what it was reported. Based on the visual inspection of the returned device, there is no indication of a product deficiency and the cause for the detected link to posterior cuff detachment was determined to be related to the operational context in the use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.